Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device exhibited noisy signals on all channels. Upon review, technical services (ts) stated that it appeared to be external noise as they were showing on all three channels. All lead measurements looked stable. The health care professional (hcp) attempted to call and confirm with the patient if there were any procedure or an electromagnetic interference (emi) source at home. There was pacing inhibition noted for less than 2 seconds and the patient had its own intrinsic rhythm. This device remains in service. No adverse patient effects were reported.